Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported female (unknown age and race) with an orthotopic heart transplant on (B)(6), 2023 was implanted with an impella rp device for mechanical circulatory support. The impella rp was causing a left ventricular outflow tract obstruction when the flow rate was increased. The pump was subsequently explanted as a result of the noted issue and the patient was placed on venoarterial extracorporeal membrane oxygenation.

Manufacturer narrative:
The investigation into the reported ventricle obstruction/cardiovascular insufficiency has been completed since the original report was filed. No product was returned. As per clinical, the pump was having flow issues with left ventricular outflow tract obstruction noted causing the patient to become hemodynamically unstable. Data log was reviewed and low flows at start were observed at p-8 to be less than 3.0 l/min. Placement signal trend was observed due to likely poor patient condition with suction alarms. The cause of the low pump flow issue was most likely patient condition related per clinical and log review.